Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 42 mg/dl on (B)(6) 2025. Cause was unknown. Customer was treated with intravenous fluids of unspecified medication to address the low bg. Customer was discharged 5 days later, (B)(6) 2025, with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.